Event description:
Pt arrived on (B) (6) 2010 for an outpatient radio frequency ablation due to hypermenorrhea/dysmenorrhea. A novasure impedance controlled endometrial ablation device was used. The procedure was completed; pt was recovered and sent home. On (B) (6) 2010 the pt returned to the ed with abdominal pain. She was found to have rec'd a perforated ileum and reddened punctate areas that looked like transmural burns. Concerns raised that the device did not function properly and caused excessive heat in the damaged area. Pt has undergone 2 add'l surgeries to repair damage.